Event description:
Per the arjohuntleigh (B)(4) equipment consultant: "the resident named was finishing her bath, when the lift lowered and became unbalanced causing the lift to tilt. The staff stated the resident was not entirely over the tub, possibly with just a corner of the lift chair seat being over the edge of the tub. The resident was in the process of getting dried off and dressed. Staff feel she may have accidently leaned on the hand control causing the lift to lower. In doing so caught the edge of the tub with the lift seat. This caused the resident to tip off the front side of the lift. The lift was found turned completely on its side with the resident sitting on the floor beside the tub. Prior to incident she walked with a walker and needed assistance with adl." The (B)(4) equipment consultant also previously stated that the safety belt was not used. The resident suffered bruising to their right side and to their leg; x-rays were taken but there was no fracture found.

Manufacturer narrative:
Add'l info will be provided following the conclusion of the MFR's investigation.